Manufacturer narrative:
Date of report: 19jul2021.

Event description:
The customer reported black screen with error code "machine and proximal pressure sensors failed". The device was not in clinical use. No patient or user harm was reported. The customer confirmed the diagnostic error code "machine and proximal pressure sensors failed" but could not duplicate it. The (fse) also indicated the alarms did not annunciate when the issue occurred. The customer replaced the data acquisition (daq) board printed circuit board assembly to resolve the issue. The unit was tested, and it was returned to service.